Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm was not confirmed; however, a finding that could have resulted in the alarm was confirmed. The returned power module (serial number (B)(6)) was received at the european distribution center. The unit¿s internal backup battery was observed to have expired on 31jan2022. The unit was functionally tested and was found to perform as intended; atypical alarms were not reproduced throughout all testing. The expired battery was replaced with a new component. Preventive maintenance was performed, and the serviced unit was returned to the rental pool after passing all tests per procedure. Although red battery alarms were not reproduced, use of an expired backup battery could have caused the alarm to occur, as an expired battery may have less runtime than expected. The root cause of the reported event was determined to have been use of an expired backup battery. Review of the device history record for the power module, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 19dec2012. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle red battery alarms that occur on the power module. A red battery alarm indicates that the backup battery has less than 5 minutes of power remaining. Users are instructed to switch to another power source immediately, as the pump will stop without power. The heartmate 3 patient handbook (section 6 ¿equipment maintenance¿) instructs users to appropriately dispose of all expired equipment according to applicable local, state, and federal regulations. If you are unsure how to dispose of something, call your hospital contact. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module showed a red battery alarm when activated. It was sent in for repair.